Event description:
It was reported that upon interrogation, the hvli impedance was low in rv to can and rv to svc vectors only. When repeated, twice, in clinic, the values were consistent and within range. Isometric tests could not reproduce the low impedance. The alert was reactivated and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.